Manufacturer narrative:
The investigation determined that lower than expected theophylline results were obtained from a non-vitros linearity fluid using vitros theo reagent with a vitros 5600 integrated system. A definitive assignable cause could not be determined. Vitros theo precision testing was not performed to verify instrument performance at the time of the events, therefore unexpected instrument performance cannot be ruled out as contributing to the event. The recommended handling protocols and stability characteristics of the non-vitros linearity fluids are not known, therefore inappropriate pre-analytical sample handling cannot be ruled out as a contributing factor. A review of historical quality control data showed atypical within-lab precision leading up to the events and on the day of the events, one level of quality control was outside of the customer¿s established range. This indicates that the vitros theo reagent lot 2448-0088-6607 was not performing as expected when the lower than expected results were obtained. The lower than expected results were obtained after the customer performed a x5 dilution of the non-vitros linearity fluid. However an appropriate vitros theo result was previously obtained using a x2 dilution of the linearity fluid, which correlated with the result obtained from testing of the neat fluid. Good laboratory practice when the initial value is greater than the reportable range of the assay is to use values obtained using a minimal dilution factor. It is not known why the customer further diluted the non-vitros linearity fluid, or why this value was reported.

Event description:
A customer obtained lower than expected theophylline results (34.1 ug/ml and 33.9 ug/ml vs. Expected result of 48.05 ug/ml) from a non-vitros linearity fluid, using vitros theo reagent with a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected theophylline results were generated from non-patient fluids and there is no allegation of patient harm as a result of the event. This report is number two of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).